Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. At 6.2cm, and 15.6cm distal from the collar, the shaft of the device was kinked. The tip of the device was kinked. Product analysis confirmed the reported events, as the shaft and tip were kinked which could cause resistance upon guide catheter entry and prevented the device from advancing.

Event description:
It was reported that the device was scratched. The 75% stenosed target lesion was located in the moderately to severely tortuous and moderately to severely calcified left anterior descending artery. A guidezilla ii 6f was selected for use. During the procedure, it was noted that the tip of the catheter was scratched, and the device was stuck in the guidecatheter upon advancing. The device was removed with no additional intervention and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the device was scratched. The 75% stenosed target lesion was located in the moderately to severely tortuous and moderately to severely calcified left anterior descending artery. A guidezilla ii 6f was selected for use. During the procedure, it was noted that the tip of the catheter was scratched, and the device was stuck in the guidecatheter upon advancing. The device was removed with no additional intervention and the procedure was completed with another of the same device. No complications reported and the patient is stable.